Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight devices were received for evaluation; 5 events were confirmed during testing. Four devices were found to be affected by leaking; however, no component malfunctions were found. One device was found to be affected by a damaged internal component. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events, in which the device was reportedly leaking. Four devices had no patient involvement; no patient impact. Four devices had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events, in which the device was reportedly leaking. 4 devices had no patient involvement; no patient impact. 4 devices had patient involvement; no patient impact.